Event description:
Not applicable as this event is not reportable.

Manufacturer narrative:
The device was received with the soft cannula deployed. Investigation of the download data confirmed an 0x3d alarm was generated by the pod during operation, indicating the step sensor was asserted before the wire was driven. The download data showed that no timeouts or drive stalls occurred during pod operation. Corrosion was observed on the pcb and the mechanism rails. During fluid path testing, a leak was observed on the unexposed portion of the soft cannula, resulting in leaking inside the device and corrosion on internal components. This leak resulted in the generation of the reported 0x3d alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.